Event description:
It was reported that the pump time was incorrect, customer acknowledged the time was not attributed to an issue with the pump, but user error. The customer's blood glucose (bg) level displayed "low"; although a specific value was not provided. The customer consumed carbohydrates to address their bg.